Event description:
It was reported that a patient presented with over-sensing of noise resulting in pacing inhibition noted on the patient's right ventricular lead. Additionally, the patient noted. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced. The lead was examined while hte pocket was open and the lead issue was unable to be confirmed. The patient was stable throughout.